Event description:
During an arthroscopic shoulder surgery a small rivet on the bipass trap door became separated from the instrument. The physician was unable to locate and retrieve the fragment from the pt's shoulder. Due to the small size of the rivet, x-rays were not taken.

Manufacturer narrative:
User facility located outside the USA. User facility would not release the instrument until they reported it to the health authorities. The product has not arrived as of 10/20/08.